Manufacturer narrative:
Initial reporter city: (B)(6). (B)(4).

Event description:
It was reported to boston scientific corporation that a cre pro gi wireguided dilatation balloon was used during a procedure performed on (B)(6), 2022. During the preparation, it was noted that the degassed water was contaminated when it was crossed through the catheter. The procedure was completed with another cre pro gi wireguided dilatation balloon. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block e1: initial reporter city: (B)(6). Block h6: device code a1801 captures the reportable event of device not sterile. Block h10: investigation results the returned cre pro wireguided dilatation balloon was analyzed, and a visual examination found that the balloon and catheter of the device had no damages. Additionally, the device returned with a container full of liquid and opened. Functional analysis was performed, and the balloon was inflated without a problem and, the balloon was able to hold pressure without any evidence of a possible interlumen leak. Microscopic inspection was performed on the balloon with no failure was found and no sign of possible contamination of the device found. No other problems with the device were noted. With all the available information, boston scientific concludes the most probable cause of the reported issue cannot be confirmed. Additionally, the device returned without any evidence of a possible contamination or any kind of evidence that shows a possible contamination of the balloon or the catheter. Cause not established is the most probable cause as the lack of investigation findings do not lead to a clear conclusion about the cause of the reported event. A labeling review was performed and, from the information available, this device was used per the directions for use (dfu) / product label.

Event description:
It was reported to boston scientific corporation that a cre pro gi wireguided dilatation balloon was used during a procedure performed on (B)(6) 2022. During the preparation, it was noted that the degassed water was contaminated when it was crossed through the catheter. The procedure was completed with another cre pro gi wireguided dilatation balloon. There were no patient complications reported as a result of this event.